Manufacturer narrative:
It was reported that the patient had a fall on a treadmill. The surgeon examined the patient's knee and it showed excessive gapping both in flexion and extension. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had a fall on a treadmill. The surgeon examined the patient's knee and it showed excessive gapping both in flexion and extension. Revision surgery is planned to exchange the poly inserts.